Event description:
On (B)(6) 2012, it was reported that the patient was in the hospital with elevated blood glucose levels. The diabetic nurse stated that the problems may be due to an uti, which the patient is now being treated for. The patient's blood glucose levels have been between 7 mmol/l and 25 mmol/l (126 mg/dl and 450 mg/dl). The nurse stated that insulin delivered by the infusion device seemed to have no effect on the blood glucose levels. However, the blood glucose levels are responsive to insulin delivered by injection. The device has not displayed any alarms. The infusion device's accessories have been changed, but the device is still using the same insulin. The nurse is going to order new insulin to determine if that has contributed to the elevated blood glucose levels. The patient has moved and follow-up has not been possible at this time. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.